Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). This report has been identified as b braun medical internal report # (B)(4). The sample involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2. While infusing the drug flurouracil cl (5 fu cl) the customer reported that the easy pump did not deliver the treatment to the patient. No patient injury.

Manufacturer narrative:
Exemption number e2011009. Event 2: b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). We received 3 used easypump ii lt 100-50-s-us without packaging. The received samples were taken to a visual inspection. As-received condition: the 3 samples were half filled. The white clamp is closed and the patient connector was closed with a black stopper (the original wing cap was not handed over by the customer). After opening the top cap and removing of the closing cone we detected solution at the filling port (lli-cone) and solution and crystallized drug residues at the patient connector (lla-cone). In addition the samples were filled up to the nominal value (100 ml) and were taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pumps did not work (solution was not running at the 3 received samples). At the 3 samples after 60 minutes leakages were not detected. The 3 inspected samples are not within our specifications. Reviewed the device history record and no abnormalities found during in process and final control inspection.